Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with bilateral inguinal hernias thereby underwent robotic assisted laparoscopic repair with implant of 3dmax light (device 1 and 2). Per op notes, ¿indirect and direct hernias were identified in the left groin and completely dissected. A 3dmax light medium mesh (device 2) was placed inside the preperitoneal space and sutured. Indirect and direct defect was identified in the right side and was dissected. A 3dmax light mesh (device 1) was placed and sutured¿. (B)(6) 2022 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent robotic assisted laparoscopic repair with explant of 3dmax light mesh (device 1). Per op notes, ¿in the right inguinal region, direct inguinal hernia was identified with the mesh folded which was dissected and sutured¿.